Event description:
The customer contact reported that during testing at the user facility, it was noted that the pin connector on the bolus cord was broken and the device did not deliver a dose when the bolus button was pressed. No specific details were provided. There were no reported any adverse patient events or delay in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.